Manufacturer narrative:
Initial reporter facility name:social medical corporation daiyukai general daiyukai hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at less than 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at less than 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient condition was good.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR. : returned product consisted of a sterling balloon catheter.the outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Microscopic inspection showed a kink 3 mm from proximal marker band under the balloon. A rupture of the balloon was confirmed approx. 1.2 cm long over the distal marker band. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture.